Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was not able to clear the alarm by selecting ok. The customer was unable to complete insulin pump rewind. Troubleshooting was done and the insulin pump will be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm frozen screen and error 23 due to critical pump error (open book image) alarm.